Manufacturer narrative:
Customer reports finding black particulate inside the fluid pathway of the syringe. Complaint database search of this lot number reveals this is the first complaint of this nature on this lot. Complaint information was forwarded to the manufacturing site where the device history record (DHR) review performed on the affected lot, all associated subassemblies, syringe barrel molding records, and plunger barrel molding records demonstrated that all product was manufactured in accordance with specifications. No related issues were identified in the documentation review. A sample was returned and the complaint condition was confirmed. The sample was sent to a third party laboratory for material analysis. Composition analysis determined it is highly likely the particles are made of the same material as the elastomeric plunger. A multifunctional review of the report provided and complaint sample forwarded post-laboratory analysis. The review was conducted by personnel from engineering, tooling, production, and quality. Based upon the pattern of contamination build-up and appearance of the returned sample, it was concluded that the loose contamination within the barrel is a result of insufficient silicone applied to the plunger prior to insertion in the syringe assembly. The application of silicone on the plunger is currently a manual operation. Based upon causation and complaint history, gw plastics concludes this is an isolated incident and no corrections on this lot are required. Corrective actions to mitigate future occurrences of insufficient silicone application to the plunger are being addressed. Additionally, a quality alert was issued to affected personnel at the manufacturing site to increase awareness of the impact of improper plunger siliconization.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Black spots noted inside the fluid pathway of the syringe. Upon return to the manufacturing site they noted the black floccule does appear to be loose in the fluid pathway. When taking the plunger out and prodding one of the specks slightly it did move. No patient use. This is the first report of this nature for this lot.